Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the device and found indeterminate contamination on outer surface of rear enclosure, dust-like and glitter-like contamination around edge of front panel, black particles on top of blower box inside of bottom housing, and inside blower box. The manufacturer also found unknown orange contaminant on bottom of blower box. The device's downloaded event log was reviewed by the manufacturer and found error code e-41 . The manufacturer concludes no evidence of sound abatement foam degradation and breakdown. The manufacturer also confirmed the presence of indeterminate black and orange contamination in the airpath, likely of external origin and not consistent with originating from a device failure. In the initial report allegation of black particle visualization and nasal/throat irritation soreness were not mentioned in this report which have been updated and clinical codes for the same have been updated.